Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that there was an issue with a trocar during the laparoscopic procedure. Trocar ¿sheath¿ came apart into two pieces. Pieces were retrieved from the patient successfully and without issue and a new trocar was inserted. There was a 2-minute delay. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Possible batch # r94v9g, r94w5m, r94w11. Device analysis: the analysis results found that only the sleeve of the b5lt instrument was received with the sleeve broken. In addition, the tyvek was returned along with the instrument. This type of damage is consistent with the one produced by inadvertent application of excessive force or torquing during insertion into the abdominal cavity. In order to prevent this kind of damage please avoid inadvertent application of excessive force or torquing during insertion into the abdominal cavity. A manufacturing record evaluation was performed for the finished device lot number r41501, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch numbers r94v9g, r94w5m, r94w11, and no non-conformances were identified.